Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, the device was difficult to remove from the patient's anatomy. The access ports, safety release button and force were used to remove the device from the patient anatomy. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.